Event description:
The device was used for total knee arthroplastry in 2008. Tip of the product was broken when the doctor tighten the screw and the broken piece.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.